Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
During service by baxter on 09 april 2010, the colleague infusion pump was found to contain a malfunction of a channel select key on the channel c pumphead module keypad not working. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. The user interface module master software version for this device is 5.04.00, categorized as unremediated. No additional information was available.

Manufacturer narrative:
(B)(4). The channel c keypad was replaced. The assignable cause was not specified.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).